Event description:
It was reported that multiple intermittent cartridge alarms occurred. There was no reported impact on the caller¿s blood glucose level. A cartridge change was performed resolving the issue.